Event description:
The pt woke up screaming and convulsing. His mother tested his blood glucose on the suspect device and it was 77 mg/dl. She not give any type of treatment. The paramedics were called and the son was transported to the hosp. At the hosp his blood glucose was 34 mg/dl on their device. He was given an IV and food.